Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. The unit was cleaned per protocol. It was noted upon inspection that the returned unit did not meet all specific functional tests. Service was unable to replicate the reported issue associated with the ratchet extension arm. The unit was received with a worn hex bushing. The locking mechanism had movement after the unit is locked down. New components were added to replace the worn internal parts. A review of the device's manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure.

Event description:
The user facility returned the a2000 mayfield 2000 skull clamp for service and repair because the ratchet extension will not connect to the skull clamp base.